Event description:
The coronary sinus catheter balloon burst while scrub tech used thumb to press air out of balloon.

Manufacturer narrative:
Customer report was confirmed. Balloon was found to be ruptured in central area. Balloon was baggy and appeared to be thin at the site of rupture. Balloon thickness was 0.10mm at the site of rupture and 0.13mm at undamaged area. Balloon protruded towards ruptured side.